Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet issued repeated alert 38 motor stall alarms during a supply change, the user attempted restarts and tubing/cannula fill steps, was unable to complete a dry run due to an unable to proceed alert, and insulin delivery was interrupted, consistent with a failure to infuse associated with the pump motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communications and interviews, and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting, with a device failure to infuse linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.